Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra2 meter does not turn on and that he was testing in the settings mode. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said the power issue started on (B) (6) at 4 pm and the issue with testing in the settings mode started on (B) (6) at 3 pm. He said he continued to take his usual doses of diabetes medication noting that he took 25 units of actos and 52 units of lantus at 4:30 pm each of the two days he alleged he had issues with the product. He said that 9 days after the issue started he experienced symptoms of sweating, dizziness, feeling faint. The patient denied receiving treatment for the symptoms. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter turns on when inserting a test strip and pressing the power button. Although details of the incident are unknown this complaint is being reported because the patient alleged the meter does not turn on and subsequently developed symptoms that may be indicative of an acute diabetic injury.